Manufacturer narrative:
The device evaluation was completed on 1/22/2021. It was reported that a patient underwent cardiac ablation procedure for supraventricular tachycardia with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where a hemostatic valve separation issue occurred. The hemostatic valve was leaking blood. The sheath was replaced and the procedure was continued and subsequently completed. The hemostatic valve did not break nor separate from the sheath. No air entered the patient¿s body through the sheath. The hemodynamic stability was not affected and no intervention was required. There was no report of patient consequence. The device was inspected and it was found that the hemostatic valve, silicone ring and brim cap were missing. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the issue. However, this cannot be determined since the mentioned components were not returned. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed according to the conditions that the device was returned. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was assessed that the issue was a hemostatic valve separation. The bwi product analysis lab received the device for evaluation and observed on 1/21/2021 that the hemostatic valve, silicone ring and brim cap were missing. The connector was found in normal conditions. The hemostatic valve issue remains assessed as MDR reportable. The additional finding of the brim cap missing was also assessed as MDR reportable. The awareness date for this lab finding is 1/21/2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for supraventricular tachycardia with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where a hemostatic valve separation issue occurred. The hemostatic valve was leaking blood. The sheath was replaced and the procedure was continued and subsequently completed. The hemostatic valve did not break nor separate from the sheath. No air entered the patient¿s body through the sheath. The hemodynamic stability was not affected and no intervention was required. There was no report of patient consequence. In addition, the yellow pin block for the carto 3 system had 2 missing pins. The pin block issue was assessed as not MDR reportable. Since the device or the cable has a connector issue, the device can not be used. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue of the hemostatic valve was assessed as a MDR reportable hemostatic valve separation issue.